Event description:
It was reported that the device inappropriately detected vf due to oversensing on the lead. Insulation abrasion was found. Lead was cut and capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found insulation abrasions.